Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported problems with his insulin pump. Customer stated that the insulin pump is over-delivering insulin. At bedtime the blood glucose reading was 245 mg/dl; woke up in the morning the blood glucose reading was 85 mg/dl. Customer experiencing low blood glucose for a few weeks. The drive support cap is flush. Customer was recently hospitalized for a non-diabetes related diagnosis. Customer experiencing headaches when he goes low overnight. Nothing further reported.